Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during procedure, it was noticed that the cutting wire broke. Reportedly, no part of the device was detached inside the patient. Since they were already in the bile duct when the cutting wire broke, they pulled out the tome and inserted the balloon. There were no patient complications reported as a result of this event.